Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Correction to h4. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the following cause of the two events can be seen below. Event 1: screen became black and no images were displayed (blackout) was likely caused by a breakage of the image sensor unit or failure of the circuit board inside the video connector. Event 2: biopsy channel port was shaved was likely caused by stress of repeated use, external factors or handling of the device. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was able to be confirmed. During the device evaluation it was observed that there no image due to damage on the scope connector. Upon further inspection, it was observed that the forceps channel port was shaved due to physical stress. It was also observed that there was no electrical continuity due to damage on the distal end. It was observed that the image guide protector had a cut due to physical stress. It was also observed that the universal cord had a dent due to chemical or physical stress. It was observed that the bending angle in the up direction did not meet the standard value due to wear of the angle wire. Lastly, scratches were observed on the following unit components due to physical stress caused by a handling problem: universal cord, scope connector, connecting tube, control unit, scope connector cover, grip, up-down plate, angulation lever, switch box and on the insertion tube rotation ring. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus the evis lucera elite bronchovideoscope camera does not work, and the screen is pitch black. The reported issue occurred during preparation of use for an unknown screening procedure. The procedure was subsequently completed with a similar device. There was no patient/user harm or injury reported due to the event.